Manufacturer narrative:
Stryker downloaded the device's electronic records from the event for review and was able to verify the reported issue. Stryker determined that the likely cause of the reported issue was due to the device's battery pins.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off twice during a patient event. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank. Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced the device's battery pins as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off twice during a patient event. There were no reports of any adverse effects to the patient as a result of the reported issue.